Event description:
It was reported that this right atrial (ra) lead exhibited lead insulation breach. In addition, the patient experienced atrial fibrillation after reprogramming. The boston scientific technical services (ts) consultant stated that ts does not review patient data, explained that the software update assisted the involved pacemaker battery without impacting this ra lead, and noted that the product performance registry was not searched to verify the atrial fibrillation before referring the patient back to the medical doctor. As of this time, this ra lead remains in service. No adverse patient effects were reported.